Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue was not duplicated so the cause of the reported issue was not established.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited lec 1870 alarm. No patient involvement was reported.